Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump button was not working. Troubleshoot was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit passed leak test. Unit received with intermittent response from all buttons. Problem isolated to keypad assembly. Unit received with connector properly connected. No damage or moisture damage on keypad assembly noted. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received missing end cap address label and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.